Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
Follow up with the clinic found that the patient had been hospitalized for atrial fibrillation and the patient had received numerous shocks due to the episode. The clinician would not confirm if the shocks were considered appropriate or inappropriate, however the device had been reprogrammed. Since that time the patient has been seen and the device function was normal and no more issues were noted.

Event description:
It was reported by the patient that they received two shocks from the device and then the following day received numerous additional shocks. The patient suspected a device malfunction. The patient reported that it had been explained that the shocks were due to the device responding to the patient¿s atrial fibrillation episode which conducted to the ventricle. The patient also noted that they had been off their medication at the time. The device is still in use. No further patient complications have been reported as a result of this event.